Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate high voltage (hv) therapies. Noise was noted on the right ventricular lead, observed on remote transmissions. Noise was not reproducible in clinic with isometrics. It was noted that the noise signals coincided with p-waves, potentially indicating far-field p-waves oversensing. But, after hv therapies were delivered, random noise was also noted on the lead. The lead was reprogrammed on (B)(6) 2017. The patient was stable and would continue to be monitored.